Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer performed a supply change to address the issue. Customer's blood glucose level was reported as "high' (value not provided). Troubleshooting was performed and the loading sequence was reviewed with the customer's parent to ensure there were no errors that would cause air bubbles. Parent was to perform pump supply change instead of the customer. Parent indicated that the customer may have been disconnecting the infusion set tubing at the pump t:lock and this may be a source of the air bubbles. Reportedly, customer resumed pump therapy.